Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "there has been concerns with variability in sat readings with one of our cardiac patients which I cannot explain." No known impact or consequence to patient.